Event description:
Additional information received noting that the patient underwent a full revision surgery. The surgeon first replaced the generator but high impedance was still observed so they moved forward with replacing the lead and then the impedance was within normal limits. The explanted devices have not been received to date.

Event description:
The explanted generator and lead were received and underwent product analysis. Lead analysis was completed and approved. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The high impedance allegation was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. One half set of setscrew marks were found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The location of the four additional setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Canted spring scratches were observed on the connector ring surface. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Generator analysis was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a programming history database periodic review, high lead impedance was observed. Further information received that the high impedance was observed when turning the patient's device off for a MRI scan. The patient did undergo x-rays but they were not made available for review. The patient did not report experiencing any adverse events. The patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.